Manufacturer narrative:
1. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 2. No photo or sample returned for further analysis or investigation. 3. Based on the investigation above, the certain cause cannot be concluded now and we suggest patient to follow instructions ¿count for 10 seconds before removing from skin¿. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 2 bd micro-fine¿+ pen needles experienced leakage. The following information was provided by the initial reporter: it was reported by the customer that when two needles are injected, the needles will drop 2 drops of liquid medicine. (Leakage).